Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (concentration unknown) at 50 mcg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump quit working. The reporter was informed today ((B)(6) 2016) by his doctor. More specifically, the patient's pump quit pumping medication. The 20 ml was put in the patient's pump at the last refill on (B)(6). On the day of this report, they pulled out 20 ml, which was the same as they put in on the (B)(6). The drug was a white creamy color when they pulled the medication out. A pump replacement was scheduled for (B)(6) 2016. The patient was escalated because his pump quit working and requested compensation for pain and suffering as well as missing work. There were no reported symptoms initially. It was unknown if this was a gradual or sudden change in therapy/symptoms. Additional information was received that the patient exhibited withdrawal symptoms. It was noted the medication that was aspirated was cloudy and viscous. The medication was replaced and the pump was replaced. It was noted the logs were read. The issue was noted to be resolved as of (B)(6) 2016. It was reported the patient's pump contained dilaudid at an unknown concentration and dose. Other medications the patient was taking at the time of the event were unable to be obtained. The patient's pertinent medical history was unable to be obtained. The patient's status was reported as "alive-no injury."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-nov-14 via a consumer stated on (B)(6) 2016 at the pump refill a "milky, nasty like oil substance" was aspirated from the pump. It was reported that the patient went through withdrawal all through may 2016. Patient also inquired about why the pump quit working/not delivering medicine and why it would do that. Patient was redirected back to healthcare professional for the reason why the pump failed, and pertinent information per patient's inquiries was reviewed.

Manufacturer narrative:
Analysis determined there were no anomalies/issues with the returned device. Updated: conclusion code is no longer applicable. The conclusion code has been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.